Manufacturer narrative:
The reported information and the provided photos were analyzed. It could be confirmed that the locking plate was bent unusually. No similar cases of a bent backplate were reported to draeger within the last three years. It is though unclear if the bending of the locking plate had an influence on the locking of the device as it is unclear if the locking bar of the device was still held by the plate. Further information was requested but not received. Thus, no exact root cause could be identified. If the oxylog is inserted in the equipment holder as described in the IFU of the holder, the device cannot drop down. It is therefore likely that the oxylog was wrongly inserted. In this case the user can have the impression that the oxylog is held by the equipment holder if the user only pulls up and down for test. However, depending on the direction of the acceleration in the ambulance car (e.g. Turning, stopping,...) It can drop out of the holder due to the wrong insertion.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the oxylog was connected to the equipment holder by the doctor. The device mount was checked by the doctor and nurse. During the following patient transport in an ambulance the oxylog dropped from its holder from about one meter height. The patient was hit at the head. Hematoma and strong redness appeared to the patient¿s cheekbone area, but not a wound requiring action. Device was connected to holder again, and staying in place also secured with belt. During the rest of the transport the patient also got strong pain and state of fear although with opiate medication that can be visually noticed. The customer further reported that, as a result, he made a training video for the users on how to connect the device to its holder and the event was considered as a probable user fault.